Event description:
On january 3, 1998, pt sustained a fall at approximately 1:15 p.m. She was examined by lpn and the rn nurse manager. It was noted that there was slight redness on the top of the right shoulder. There were no bruises or lacerations. This resident has been evaluated for use of the meri-walker and this is appropriately care planned for by all disciplines for unsteady gait. She sustained a skin tear injury sometime later during the afternoon to her right elbow and forearm when moving around in the meri-walker. This injury was discovered at bed time when she was being undressed. The supervisor was notified immediately. The supervisor cleaned the area with sterile h2o and applied dressing to injured site. She sent resident to hosp at 9:40 p.m. ER physician placed sutures and a drain at the site and resident returned to home at 12:05 a.m. Upon further investigation it was discovered that resident's right arm caught the right side locking edge with her arm and thus was sustaining skin tear. The meri-walker was examined thoroughly by the director of plant operations and sharp edges were discovered. It is unlikely that this injury could have been prevented by any staff intervention. This incident has prompted the facility to: 1. Remove all meri-walker from the units. 2. Report this to the MFR of the meri-walker. 3. Report to the food and drug administration under the safe medical device act. 4. Review facility policy and procedures regarding the safe medical device act. Device purchase date: 8/1996.